Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was no heparin in the blood needle. The following information was provided by the initial reporter. The customer stated: ¿when the package was opened, there was no heparin in the blood needle.¿

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: "material #: 364314; lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was no heparin in the blood needle. The following information was provided by the initial reporter. The customer stated: ¿when the package was opened, there was no heparin in the blood needle.¿

Manufacturer narrative:
The following fields were updated: d.4. Medical device lot #: 1181225. D.4. Medical device expiration date: 30-jun-2023. H.4. Device manufacture date: 30-jun-2021. H.6. Investigation summary: "material #: 364314. Lot/batch #: 1181225. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for heparin presence and no issues were observed relating to missing additive as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."